Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The insulating insert had completely broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon further follow-up, it was reported that a loose fragment was found in the cavity during the procedure causing significant surgical bleeding, which resulted in two emergency procedures/surgeries. However, the customer noted they were not in a position to comment on the definite causal link between the loose fragment and the bleeding. There were no problems with other devices encountered during the procedure. The customer did not provide any further details on the emergency surgeries performed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic transurethral resection of the bladder under sedation, the ceramic tip of the inner sheath loosened into the patient's bladder. The tip was removed via endoscope. The procedure was prolonged greater than or equal to 30 minutes and was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and correction to the initial report.

Event description:
Additional information was received from the customer indicating that the duration of the procedure, which was performed under general anesthesia, was extended due to a bleeding complication; however, the customer could not determine how long the procedure would have been without the device failure. In addition, the causal relationship of the device failure is unclear as to whether the bleeding would have occurred if the device had not failed; however, the customer indicated that it is possible that the bleeding was due to the device failure. It was reported that after the main procedure, the patient underwent three additional procedures during the same day and night for the bleeding complication: bladder lavage, attempted angioembolization of the bleeding site, and another bladder lavage. In addition, the patient underwent two contrast-enhanced computed tomography scans to determine the bleeding site, as the contrast agent may affect the patient's kidney function. The patient has leaked both into the irrigation fluid and during the procedures. The exact amount of leakage is difficult to estimate due to bladder lavage (recorded as 2600 milliliters). The patient received a total of 5.8 liters of blood transfusion: 13 units of red blood cells, 13 units of frozen plasma (octaplas lg), and one unit of platelets. The patient was discharged 4 days after the procedure. The usual length of hospital stay is approximately 1 day. The customer noted that permanent impairment to the patient's cognitive functioning (postoperative cognitive dysfunction) is impossible to assess. There have been no reports of further patient harm.